Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to 135.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir leaked. The customer blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used reservoir. Performed pre-fill reservoir test. Found leakage anomaly during filling. Also performed visual inspection using appendix f found a small crack at top of the reservoir.